Manufacturer narrative:
The distal shaft was kinked distal to the guidewire entry port . Crystallized residue was visible in the inflation lumen and balloon. (B)(6) prep confirmed the presence of a leak. On pressurization of the device a leak was detected on the transition shaft. Visual inspection confirmed a tear on the shaft distal to the proximal end of the hypotube/transition shaft bond. There were lead-in scratches visible on the proximal side of the tear and the shaft material was slightly bunched on the distal side. The shaft was pinched distal to the leak site. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a nc euphora balloon to post-dilate a stent. Lesion was situated in the circumflex, 95% stenosis, no tortuosity and with minimum force applied to introduce the balloon. The guide wire (brand unknown) was examined and flushed prior to use with no issues noted. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected and negative prep reformed with no issues noted. During the procedure, the device was used initially to post dilate a stent to 20 atms in a different lesion. When the physician attempted to use the balloon to post dilate a second stent, it was reported that resistance was noted with indeflator with air backflow into the indeflator. Inflation difficulties were experienced during balloon inflation. The balloon was removed and the physician attempted to flush but resistance was still experienced. Another balloon was used successfully. Patient reported as stable throughout the procedure. Analysis of returned device confirmed the presence of a leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.